Event description:
The patient presented to the hospital with inappropriate hv shocks for af. During interrogation the device was found to be in hardware back up mode. The device will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Previous follow-up report stated - broken wire in the connector head - when it should have stated - a broken ground case wire connection was identified.